Manufacturer narrative:
The tip of the needle has broken off at the suture pick-up slot. The needle end is galled and bent. The needle end is also twisted and misaligned with the push-rod. Needle end appears to have been torqed during use resulting in the tips failure. User's improper use contributed to the event. (B)(4).

Event description:
Top of needle broke off while inside the shoulder. This may be still in the joint, as the hospital could not confirm.